Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic handpiece exhibited no aspiration in cortex with aspiration and irrigation (I/a) mode. A sudden chamber fluctuation led to a capsular rupture. Emergency surgery was required, followed by secondary implantation. The ia handpiece and tip were replaced. The procedure type was unknown. The current outcome of the patient was unknown. This is the fifth of six ophthalmic handpiece reports received from the same reporter. This report pertains to ophthalmic handpiece involved for this reported event.